Manufacturer narrative:
The device was not returned for eval. We are unable to determine if some malfunction or product condition may have contributed to the pt's hypoglycemia. No product lot number was provided, so no qualification record review could be conducted. The omnipod user's guide advises that "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm" and "frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem" and "any time your blood glucose is low, treat it immediately. Check it every 15 minutes while you are treating, to make sure you don't overtreat the condition and cause blood glucose levels to rise too high."

Event description:
Pt's mother reported that on (B)(6) 2010 at 6:03pm, the pt's blood glucose measured 167 mg/dl. They calculated dinner of baked chicken, salad and rice to be 70 grams of carbohydrate and gave an insulin bolus of 7 units for the meal and 0.80 units for correction. By 8:37, bg had dropped to 53 mg/dl, so the child was given a glucose tablet, candy and orange juice. Bg recovered to 107 mg/dl by 8:58, but the device was deactivated at 9:07 pm (no reason provided by the mother). At 9:15, he was vomiting and having seizure, so a glucagon shot was given and ambulance called. He was admitted overnight.